Event description:
The customer reported to the philips response center (rc) that the device was displaying "x' on top right corner of display". The device was repeatedly failing the user initiated operational check (opcheck). Defib test and displaying the shock equip malfunction inop. There was no pt involvement.

Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted upon completion of the investigation.